Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced, due to non-physiologic oversensing seen on real time egm. No change to pacing threshold was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: middle insulation breached; full lead in segments returned. Other: it was reported that the rv (right ventricular) lead was explanted and replaced due to non-physiologic oversensing seen on real time egm. No change to pacing threshold was noted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: insulation degradation/deterioration, insulation, device was out of specification, but this does not relate to event, oversensing.